Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that patient states they recently had an MRI and ever since then they have been running to the bathroom and having problems. Patient states they turned off the device for the MRI on tuesday. Patient services walked patient through connecting to implant and patient confirmed therapy is on. Agent reviewed option to increase stim and patient was able to increase to a comfortable level on the call. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area.